Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) the device was returned and not analyzed as it met expected longevity.

Event description:
It was reported that the device migrated due to the patient's physiology. The patient was enrolled in the (B)(4) study. The device was repositioned a few months after implant and was later explanted. No patient complications have been reported as a result of this event.